Event description:
It was reported to boston scientific corporation that in 2008 during preparation testing for an upper gi procedure, the needle kept springing back out of the catheter. The physician completed the procedure with another interject injection therapy needle device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Other: product unavailable for analysis.